Event description:
It was reported that there was a right total hip revised due to pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident 0 deg insert 36mm was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a right total hip revised due to pain.

Manufacturer narrative:
Additional devices listed in this report: cat 6721-0230, size accolade ii 127, lot code 38781701. Cat 6570-0-236, biolox delta v40 head, lot code unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.